Manufacturer narrative:
Implant date: estimated using first day of the year the device was implanted.

Event description:
A greenfield vena cava filter was surgically implanted in or around 2006. On or about (B)(6), 2019, the patient underwent a venogram. Three of the six major legs had perforated the wall outside of the lumen of the vessel. The tip of the filter tilted anteriorly against the wall. On (B)(6), 2020, the patient underwent removal of the greenfield filter from the inferior vena cava utilizing a rigid bronchoscope forcep and a modified sheath in order to remove the filter percutaneously to avoid the need for open surgical removal.